Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the device and ancillary products were received and have been the subject of extensive investigation. Delivery accuracy tests were performed, the devices were found to pass all accuracy tests. The pump history was downloaded and analyzed; the pump history indicates that the unit was operating properly. Evaluation found the devices to meet or exceed all current manufacturer's specifications for performance and safety. The manufacturer continues to run long-term experiments with the devices and will file a follow-up to the FDA if the results of this continuing evaluation reveal any defect or failure. As per direction received from the FDA on 12/09/1999; the manufacturer completes block d in it's entirety regardless if the user facility completes all or any of block d, therefore block d may contain corrected and/or additional data.